Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that multiple transducers have been changed out because they were flooded. There was no harm or blood loss in these cases. There are no samples to return.